Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort as one of the peripheral lead (off-label) tip was superficial. The physician explanted the lead. The issue of discomfort was resolved and the patient is receiving effective therapy post-operatively.